Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device needed repair, the patient connector pins were broken/disturbed. Due to a lack of available replacement parts the device was to be sent on for repair and restock and the customer informed that it would not be returned to them. (B)(4).

Event description:
It was reported that the analyzer needed repair. The analyzer was returned for service. No patient complications have been reported as a result of this event.